Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a power source issue with the programmer. It was noted that during normal use, the programmer stopped and would need to be powered up again. It was also noted that there was a buzzing noise when the cable was inserted into the device. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment. Long term testing could not reproduce the report of the programmer shutting down or the buzzing noise. The power supply was replaced as a preventive measure. No functional problem was found. The hatch lasp display (right) was broken. An error was found in the software history. Software reconfiguration was performed to eliminate possible software issues. The hatch lasp display was replaced, the connector touch screen was cleaned and re-seated, the touchscreen was calibrated according to procedure, software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.